Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 01:28:42. During night drain cycle four, the patient's ultrafiltration reading was 1225ml, indicating the patient drained 1225ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intra-peritoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.